Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer's blood glucose value was unknown. Customer was able to successfully clear the alarm able to complete rewind pump. Advised customer to performed self test which was not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.